Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using cold insulin in the cartridge and reusing insulin. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.